Manufacturer narrative:
The a1cx3 reagent lot number was 819978 with an expiration date of 31-jan-2026. Calibration was last performed on (B)(6) 2026 with no issues. Qc was acceptable. There is no indication of a reagent performance issue. No issues were observed during a review of the alarm trace data. The field service engineer (fse) observed alkaline splashing at a nozzle and adjusted the worn needle valve. The probe and drain valves were replaced. Monthly maintenance activities were performed, and the system passed all instrument checks. The investigation determined that the issue found by the fse (worn needle valve) was the root cause of the event.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 513 analyzer. The initial result was 10.5%. The sample was repeated twice, with results of 6.5% and 6.4%. The high result in question was not reported outside of the laboratory. The customer repeated the sample as the patient "never had a high result before." The repeat results were believed to be correct.